Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date/time she dropped her adc blood glucose meter. Customer further reported that on (B)(6) 2015 at night she experienced a "diabetic episode" with the following symptoms: "confusion, dehydration, vomiting and profuse sweating", but when she attempted to perform a test she noticed black marks on the screen which obscured the reading. Customer also noted she could "barely walk". Customer's husband transported her to a local healthcare facility where she was treated with an intravenous infusion of unknown type, unspecified anti-nausea medication, unspecified oral medications, insulin and an unspecified medication that "speeds up insulin effect". Customer was discharged early the next day. There was no report of death or permanent injury associated with this event.